Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was observed when utilizing the farawave pulsed field ablation catheter. During a procedure to treat pulmonary vein isolation, the farawave pulsed field ablation catheter was selected for use. After four pulmonary veins were isolated, and creating the voltage map using an orion catheter, there were some gap and pulmonary vein potentials at the right inferior pulmonary vein (ripv), bottom area. Due to the validation map, it was decided to use the farawave catheter again. Attempts were made to deploy the catheter into the flower configuration prior to inserting the catheter into the faradrive sheath but it was not possible to retrieve the rosen guidewire or put forward the guidewire. Subsequently, the catheter was replaced. The procedure was completed successfully. The device is not expected to return for analysis as it was disposed, therefore, the lot number for the device is not available.